Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from austria reported that within 10 minutes, she obtained blood glucose readings of 337 mg/dl on the contour next link 2.4 meter and 67 mg/dl on a different meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8hpef09a. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.